Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose level was 85 mg/dl. Customer stated they did not get the insulin because the tubing was not filled. Customer was performed self test and it was passed. It was unknown that customer was using auto mode or not. The insulin pump will not be returned for analysis.